Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fourteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to two approved temporary deviation notices (dns) in the production of each of the fourteen identified lots. They were found to be unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient experienced generalized itching during hd treatment while utilizing the optiflux f180nre dialyzer. The rn reported that the patient did not respond well to an antihistamine. Additional information was obtained through follow-up with the rn. It could not be confirmed that the itching sensation had only occurred during dialysis treatment. The exact number of times the patient experienced the itching was unknown. On (B)(6) 2025, it was reported that the patient experienced itching and a cough, prompting a dialyzer change for future treatments. No visible rash or redness appeared in conjunction with the itching. The treatment provided by the in-center clinic to address the itching included an intravenous push of 25 mg diphenhydramine (benadryl commercially) which did not resolve the issue. The patient was able to continue their hd treatment without serious injury or the need for an advanced level of care. No correlation between the itching sensation and the dialyzer was confirmed, however; the patient¿s prescription was changed from the optiflux f180nre (ebeam sterilized) to the optiflux f180nr (steam sterilized). The patient claimed that switching dialyzers resolved the itching. It should be noted that no visible defects have been identified with the dialyzers in use, and the devices have been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the use of the optiflux f180nre and the event of a hypersensitivity reaction, characterized by generalized itching and cough. It is well documented that patients on any modality of hemodialysis (hd) may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event is more than likely attributed to this patient¿s intrinsic physiological response to the material composition of the dialyzer with no probable indication of a fresenius product or device deficiency or malfunction. This is evidenced by the decision to use a more biocompatible dialyzer for continued hd therapy. It can be concluded the patient did not experience a serious injury as a result of this event as they were able to safely continue with hd therapy immediately following treatment for this hypersensitivity event. Therefore, a deficiency or malfunction of the optiflux 180nre dialyzer can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient experienced generalized itching during hd treatment while utilizing the optiflux f180nre dialyzer. The rn reported that the patient did not respond well to an antihistamine. Additional information was obtained through follow-up with the rn. It could not be confirmed that the itching sensation had only occurred during dialysis treatment. The exact number of times the patient experienced the itching was unknown. On (B)(6) 2025, it was reported that the patient experienced itching and a cough, prompting a dialyzer change for future treatments. No visible rash or redness appeared in conjunction with the itching. The treatment provided by the in-center clinic to address the itching included an intravenous push of 25 mg diphenhydramine (benadryl commercially) which did not resolve the issue. The patient was able to continue their hd treatment without serious injury or the need for an advanced level of care. No correlation between the itching sensation and the dialyzer was confirmed, however; the patient¿s prescription was changed from the optiflux f180nre (ebeam sterilized) to the optiflux f180nr (steam sterilized). The patient claimed that switching dialyzers resolved the itching. It should be noted that no visible defects have been identified with the dialyzers in use, and the devices have been discarded.